Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was approximately 300 mg/dl. Tandem technical support performed a system check and determined that the infusion site should be changed. The customer was using humulin 500 insulin.